Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different samples collected from the same patient (patient 1) from a single sample collected from an alternate patient (patient 2) using a vitros tropi es reagent lot on a vitros eciq immunodiagnostic system. The definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3771 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3771. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3771 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es within run precision testing results from the vitros eciq immunodiagnostic system were within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected, troponin I results were obtained from multiple samples collected from the same patient, using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient 1 sample 1 result of 0.153 ng/ml vs. The expected result of <0.012 ng/ml. Patient 1, sample 2 result of 0.085 ng/ml vs. The expected result of <0.012 ng/ml. Patient 2 sample result of 0.395 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude, and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result obtained from the patient 1 1st serial sample was reported from the laboratory, and the customer stated standard troponin I treatment protocol for ER patients was administered to the patient, however, the customer could provide no details of what that treatment consisted of. The patient was transferred to another facility, and there was no additional information regarding the patient¿s treatment provided. There was no reported allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).